Event description:
Our affiliate is reporting to us that during an arthroscopic shoulder repair, a portion of the distal tip of a se electrode broke into the pt's joint space. The fragment was not retrieved from the body, however, the procedure was concluded successfully using another same type device without further issue or harm to the pt.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a f/u report.